Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral capsular contracture of an unspecified baker grade, which was confirmed by a medical professional. As a result, the patient underwent removal and replacement with unknown breast implants on (B)(6) 2023. During the explantation procedure, it was discovered that both the patient¿s implants were ruptured and discolored. There were no reported patient consequences or procedural delays due to the ruptures that were discovered during the revision surgery. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-03215 for the contralateral event.

Manufacturer narrative:
On april 18, 2023, mentor received the device for evaluation as well as additional information. Mentor identified the complaint device. Because clarifying information was not received, mentor cannot conclude the side of implantation of the device. As such, this device will be referred to as device b. Mentor identified the complaint device as: brand name: mentor memorygel breast implant. Catalog: 3503001bc. Lot: 6840166. UDI: (B)(4). Expiration date: 9/10/2019. Manufacture date: 9/11/2014. Patient identifier was updated to (B)(6). On april 24, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.2 cm. In addition, the implant has a yellowish appearance. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause the implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).